Event description:
It was reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Distributor received the pump for evaluation and later confirmed that pump did not power on or show charging light after multiple attempts with different usb cables and wall outlets, and pump was scheduled for return and replacement pump was arranged.